Event description:
This event was captured based on literature review of the article, procedural trauma risks longitudinal shortening of the promus element stent platform. It was reported that there was one case of concertina (stent shortening) with a xience prime stent, which occurred in the lms and resulted from guide catheter trauma delivered antegradely. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated as (B)(6) 2012. Date of implant is estimated as (B)(6) 2012. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.